Event description:
Event: post implant intervention to treat an endoleak. Case details: approx 10 months post implant a type I distal endoleak was treated with a 14 x 70 wallgraft. It was reported that at the time of the initial implant the pt had both an aortic aneurysm and a 2.8cm right iliac aneurysm. The ipsilateral attachment system was intentionally deployed proximal to the iliac aneurysm. The iliac aneurysm has subsequently grown and a type I distal endoleak developed. The iliac and aortic aneurysms are successfully occluded as of this report.